Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly effective therapy was restored following the procedure.

Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices following a recent fall. The patient recharged the ipg prior to the fall and stimulation was turned off on (B)(6) 2018. A company representative met with the patient and confirmed the programmer reflected a communication error. As such, the patient will consult with a physician regarding surgical intervention as the next course of action.